Manufacturer narrative:
Pr 1730365: initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
It was reported that: bd curve snapped off inside patient during removal. Event description per email states: : during removal of the bd curve, the pigtailed end snapped and was left inside the patient requiring additional procedural steps. Questions/inquiries: (B)(6) received this information via phone with doctor, the physician that removed product in question at 9:00 am (B)(6) 2020. Is damaged product available for investigation? No, still inside patient. Photos of damaged product. No photos/images of damaged. Please provide pt identifiers (initials, dob, gender, procedure,) n/a - doctor was paged into a procedure, will email her to see if I can get remaining info. Please confirm patient was not harmed. N/a. Did course of treatment change? If so, how? No image taken. Looked with fluoroscopy, to locate the peritoneal catheter. Still has not been removed. Any extra medical interventions or extra actions? If so, please list and explain. Still being determined.

Manufacturer narrative:
No complaint sample or photo was provided for evaluation. Consequently, the investigation was not able to confirm the reported failure mode. A review of the device history record noted no issues relating to the reported failure mode for lot # 0001329652. Without a sample or photograph, the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences. H3 other text : see narrative.

Event description:
It was reported that: bd curve snapped off inside patient during removal. Event description per attached email states: : during removal of the bd curve, the pigtailed end snapped and was left inside the patient requiring additional procedural steps. Questions/inquiries: (B)(6) received this information via phone with doctor, the physician that removed product in question at 9:00 am 08/10/2020. Is damaged product available for investigation? No, still inside patient. Photos of damaged product. No photos/images of damaged. Please provide pt identifiers (initials, dob, gender, procedure,) n/a - doctor was paged into a procedure, will email her to see if I can get remaining info. Please confirm patient was not harmed. N/a. Did course of treatment change? If so, how? No image taken. Looked with fluoroscopy, to locate the peritoneal catheter. Still has not been removed. Any extra medical interventions or extra actions? If so, please list and explain. Still being determined.